Event description:
It was reported the procise max wand was used in a procedure in which the surgeon noticed a small burn on the patient's soft palate at the end of the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include the exposed section of the shaft near the distal tip contacting untargeted tissue, activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard). The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.